Manufacturer narrative:
A field service engineer was dispatched to the customer site and found the unit to meet specifications on 07/25/2016. (B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100nx cycle. The bi was incubated for 24 hours. The chemical indicator (ci) changed color correctly. The affected load was recalled. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Lot number - the lot number is 11016059. Expiration date ¿ the expiration date is 03/31/2017. Device manufacture date ¿ the expiration date is 04/2016. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra) product return and retains analysis. ¿ the DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. ¿ trending analysis by lot number was reviewed from 04/19/2016 to 07/25/2016 and trending was not exceeded. ¿ the sra indicates the risk associated with hazard of 'quality problem with no impact on safety is "low." The single cyclesure® 24 bi was returned for visual inspection. The chemical indicator disc was gold in color which indicates exposure to hydrogen peroxide. The cap was depressed and there is presence of dried purple media at the bottom of the vial and on the top of that layer is a portion of dried substance that is green. Dried media cannot be relied upon for growth determination, the complaint of suspected positive growth is not confirmed. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification, DHR review found no anomalies that would contribute to a positive bi result and lot history review found trending was not exceeded in this lot. Also, no manufacturing anomalies were observed in the returned suspect bi that would contribute to a positive bi result. An issue with sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.